Manufacturer narrative:
The technician found the brake and brake/steer casters were worn. He replaced and adjusted the casters to repair the bed.

Event description:
Info received indicates the brake is not holding.